Event description:
It was reported via interdepartmental helpline solutions tracker that customer had high blood glucose of 569 mg/dl which was treated with insulin pen. It was reported that customer was going to visit with healthcare professional. It was reported that customer did not receive a "no delivery" alarm but had a bent cannula. Customer was advised on different infusion sets, but customer declined transfer to helpline.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.